Manufacturer narrative:
Field change.

Event description:
It was reported that a perforation occurred. Computed tomography scan of the abdomen revealed positive for perforation. The filter tines extended beyond the mural margins of inferior vena cava. It was further reported that the patient underwent greenfield filter placement on (B)(6) 2007. The patient had a CT scan of their abdomen on (B)(6) 2018.

Manufacturer narrative:
Date of the event was not given, so the aware date was used.

Event description:
It was reported that a perforation occurred. Computed tomography scan of the abdomen revealed positive for perforation. The filter tines extended beyond the mural margins of inferior vena cava.